Manufacturer narrative:
In this incident, there was no report of injury to the patient. However, as a result of this malfunction, the potential for surgical intervention exists (though inadvisable per expert opinion provided by dr.) To preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events. This event; therefore, is reportable per 21cfr part 803. The device was returned, visually inspected, and it was noted that land-width at the point of separation appeared thin. This may have been caused by unwinding. Land-width in other areas inspected appeared normal. Further information pertaining to outcome of this event will be reported if it becomes available.

Event description:
It was reported that a file separated in the canal during a procdure. The patient is scheduled for follow-up treatment. At whcih time the doctor plans on filling the canal with the separated piece in place. Exact outcome of the event is not know as of this file report.